Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed I/o pcb and rear case. The failed I/o pcb and rear case were replaced.

Event description:
It was reported that a spectrum pump had no audio during patient care in the medical surgical care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.